Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient is complaining that the gripper is leaking and burned patient. A of (B)(6) 2019 no further reports on the client¿s status have been reported. It was stated that two needles were noted to be leaking. This report addresses the second device.